Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made, however, the issue did not resolve. The recipient elected to become a non-user of the device. The recipient reportedly recovered from explant surgery. The recipient's center stated that there have been no reports of pain following explant surgery. This is the final report.

Event description:
The recipient reportedly became a non-user of the device due to chronic pain since implantation. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
The recipient has reportedly experienced neuropathic pain since 2014 and reported sensitivity around the implant. The recipient was informed that explant surgery may not resolve the chronic pain. The external visual inspection revealed silicone damage near the fantail and slices near the fantail and the electrode ground ring. In addition, the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.